Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak and inflation failure were confirmed with other observations. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for leaks or for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 80% stenosed below bifurcation diagonal artery. A 2.5 x 8 mm xience prime was advanced to the lesion and when attempting to inflate the balloon, contrast leaked out the distal end of the balloon and the balloon did not inflate. The procedure was successfully completed with another xience stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.